Manufacturer narrative:
The reported field event of ¿unable to interrogate¿ was confirmed. A hardware glitch was most likely the cause of the interrogation anomaly. Device was tested using automated testing equipment and no anomalies were found.

Event description:
It was reported that the device stopped communication with the merlin app. Troubleshooting measures could not restore the connection. The patient was seen in clinic. The device could not be interrogated with two different programmers. Multiple attempts to reset the bluetooth using magnet over the device were noted to be unsuccessful. The device was explanted and replaced on (B)(6) 2018.